Event description:
The pt was admitted into the cath lab two years and four months post stent implantation with chest pain. Repeat angiography revealed stent thrombosis. The physician pre-dilated the lesion with a 2.0 x 10mm balloon and placed a taxus stent. The pt is in stable condition. In 2004, the pt had a 2.5 x 18mm cypher stent implanted. In 2006, the pt was re-cathed and the stent was clean.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.